Event description:
It was reported that the cement that remained very liquid and was difficult to position on knee prostheses. Longer cement setting time, more time also to position it correctly. No clinical consequences.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. According to the information received, ¿3 packets of cement same reference same lot used this day for the same patient. Cement that remains very liquid and is difficult to position on knee prostheses. Longer cement setting time, more time also to position it correctly." A manufacturing record evaluation was performed for the finished device lot number :4047293, product code:3325020 and no non-conformances / manufacturing irregularities related to the malfunction were identified. Product checked: retained samples. Required testing: tm-t150 cement setting time. . There are no non-conformances associated with this batch. The retained samples were tested in a temperature and humidity-controlled laboratory dough time: 1 min 07 sec. Mix characteristics: ok. Setting time: 05 min 18 sec. The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref ms-005 bone cement: master specification: depuy cmw 2g gentamicin bone cement). Setting time was tested using tmt150. The recorded setting met the control specification of 04 min 00 sec to 06 min 00 sec as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a manufacturing record evaluation was performed for the finished device lot number :4047293, product code:3325020 and no non-conformances / manufacturing irregularities related to the malfunction were identified.